Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 13.8 mmol/l at the time of the incident. Customer reported they were able to clear the alarm and finish complete prime process. Customer performed self test and it was not ok. The insulin pump will be returned for analysis.